Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration. Device evaluation: the device related to the reported event of silicone migration, pain, anxiety-product/procedure and inflammation/irritation was received on april 4, 2024, with lot number 1702300. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: silicone migration: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Patient representative reported that "patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: significantly increased risk of developing cancer, emotional distress, including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in body, including the resulting inflammation, cellular damage, past and future medical expenses, physical pain and suffering from explantation, including permanent scarring and disfigurement." The patient has not been diagnosed with bia-alcl. Device has been explanted.